Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll had foreign matter the following information was provided by the initial reporter: we inform you that an incident has occurred with the following medical device: syringe 3 pieces luer lock 50ml plastipak/ 001073 becton dickinson france sa (reference: 300865, lot: 2310021) on (B)(6) 2023, in the medical intensive care unit, it was found that an object was inside the body of the syringe. The device has therefore not been used, and is available for expert examination.

Manufacturer narrative:
One 50 ml syringe sample received by our quality team for investigation. Through visual inspection, a brown particle is observed inside the fluid path of the syringe. Characterization testing was performed and found the particle to be inconclusive, with highest similarity with silicone since the particle is embedded in silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. A device history review was performed for the reported lot 2310021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, possible root cause is associated with contamination during manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.